Manufacturer narrative:
Sjm could not evaluate the avp involved in this incident since it was not returned to u.s. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
A 16mm amplatzer vascular plug (avp) was selected to be deployed in a left subclavian artery in order to prevent postoperative endoleak for thoracic endovascular aortic repair (tevar). After the delivery cable was detached from the avp, angiography revealed the avp had not deployed in the position as intended but rather deployed in the left common carotid artery. The patient was administered heparin to prevent formation of a blood clot. A snare catheter was inserted and grasped the proximal portion of the avp. Several attempts were made to pull the avp into the sheath but were unsuccessful. The bypass was incised again and the avp was directly removed. Final angiography was performed to confirm flow in the aortic arch and several branches. The blood flow velocity of the left common carotid artery was slower than preoperative status. The physician commented the reason why the blood flow velocity of the left common carotid artery was slower than preoperative status was unknown. There were no obvious symptoms or dysfunction of the head and neck area so no additional treatment was necessary. The patient has been followed closely.